Event description:
It was reported that three ortholock ex-pin 3x110s broke during insertion into the tibia during a navigated total knee arthroscopy. The pin fragments remain in the patient's tibial bone, as the surgeon elected not to remove them. This was the first time use of the pins. X-rays were taken as a routine component of the procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The case was completed successfully using navigation.

Manufacturer narrative:
Device not returned.